Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Analysis of the device memory indicated the atrial pacing capture threshold was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds post implant. Significant fluctuation was observed during the follow-up visit. The lead was not dislodged, but it seemed to be pulled back slightly. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.